Event description:
The customer intensive care unit (ICU) registered nurse (rn) reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed ¿failure to communicate¿ and stopped pumping. The customer utilized the help screen to troubleshoot and per the instructions powered the iabp off, waited 10 seconds then powered the iabp back on and pumping resumed. The customer was advised to have another iabp available in case the alarm reoccurred. The iabp again malfunctioned and went to a blue screen and made a screeching noise and then shut down. The customer took the iabp out of service and a new iabp was placed on the patient. No patient injury or harm was reported. No adverse event reported. Also, the iabp was no longer in the unit when maquet cardiac assist account manager (caam) called back to obtain the iabp serial number. Caam was told to call cardiovascular ICU charge rn to obtain the information. The phone was not answered. Please note that the cardiosave generates alarm internal communication failure not failure to communicate

Manufacturer narrative:
(B)(4) 2017 04:33 pm (gmt-4:00) added by(B)(6): please note (serial#) was updated to (B)(4). (B)(4) 2017 09:06 am (gmt-4:00) added by (B)(4): a company service territory manager (stm) evaluated the unit and was unable to duplicate the alleged malfunction. The stm did discover fault #78 in the fault log and found the quick connect for the display cable was not fully connected. The stm cleaned and reseated the quick connection for the video display cable. The iabp passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer intensive care unit (ICU) registered nurse (rn) reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed ¿failure to communicate¿ and stopped pumping. The customer utilized the help screen to troubleshoot and per the instructions powered the iabp off, waited 10 seconds then powered the iabp back on and pumping resumed. The customer was advised to have another iabp available in case the alarm reoccurred. The iabp again malfunctioned and went to a blue screen and made a screeching noise and then shut down. The customer took the iabp out of service and a new iabp was placed on the patient. No patient injury or harm was reported. No adverse event reported. Also, the iabp was no longer in the unit when maquet cardiac assist account manager (caam) called back to obtain the iabp serial number. Caam was told to call cardiovascular ICU charge rn to obtain the information. The phone was not answered. Please note that the cardiosave generates alarm internal communication failure not failure to communicate.